Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced suicidal ideation and overdosed on parkinson's disease medications intentionally. The clinical diagnosis was suicide attempt. The event required in-patient/prolonged hospitalization and emergency room visit. Interventions included administering increased zoloft on (B)(6) 2019. The clinical site reported the etiology was not related to device/therapy and not related to implant procedure. Review by manufacturer noted the event as related. The event was resolved without sequelae as of (B)(6) 2019.